Event description:
Boston scientific crm received information that during an unrelated revision procedure, it was noted that this right atrial (ra) lead presented with low atrial sensing. A chest x-ray was performed and revealed that this ra lead had dislodged. No adverse patient effects were reported.

Manufacturer narrative:
The ra lead was capped and remains in the patient. A new ra lead was then successfully implanted. No additional information is available. If any additional information does become available, this report will be updated.